Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other clip delivery system referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the difficult clip deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 80123u228) was advanced to the mitral valve. The deployment sequence was started; however, the clip was difficult to deploy due to the patient anatomy and the posterior torque applied to the device. Troubleshooting was performed and the clip was able to be deployed. A second clip was deployed without issue and the mr was reduced to 2. The third cds (80103u261) was advanced to the mitral valve; however, grasping was difficult. The cds was retracted and the clip became caught in the chordae. The clip was able to be retracted, but chordal and leaflet damage was noted. The mr returned to 4. The procedure was discontinued. On (B)(6) 2018, the patient was brought back in an attempt to further treat the mr. The cds (80102u261) was advanced for extreme lateral placement to anchor another device; however, grasping was difficult. The cds was removed. A non-abbott 30mm cardio form device was placed in the lateral orifice and the mr was reduced to 1+. The patient was stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficulty deploying the clip appears to be related to a combination of patient anatomy (low transseptal puncture) and procedural conditions (more torque were applied due to patient anatomy). There is no indication of a product quality issue with respect to manufacture, design or labeling.